Manufacturer narrative:
Correction: h6 (annex a) device evaluation the (B)(4) device involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. It had been indicated that the complaint device was available for return to cook ireland. However, after numerous requests, it has been communicated that this employee no longer works for cook medical and there is no one in that area that can assist with the complaint. Should the device become available in the future, the file will be updated accordingly. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the historical data confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use ((B)(4)) states the following: ¿when stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle¿. There is no evidence to suggest that the customer did not follow the instructions for use. Imaging (clinical) review clinical imaging was not returned for evaluation. Root cause analysis a definitive root cause could not be determined due to the limited information available. Due to the limited information, the possible root cause has been reviewed on the assumption that the description ¿the release mechanism did not work¿ relates to the inability of the stent to be deployed. A possible root cause could be attributed to the patient anatomy and/or the delivery path. If the patient anatomy was tortuous or difficult, the delivery path for the device may have presented challenges. Anatomical complexities such as sharp bends, may have caused compression or exerted pressure on the introducer preventing deployment of the stent. However, as the device was not returned for examination, the cause of this complaint could not be conclusively determined. Attempts were made to gain more information regarding this event, however as previously noted, this employee no longer works for cook medical and there is no one in that area that can assist with the complaint. Should further information or the complaint device become available in the future, the file will be updated accordingly. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reported, during the procedure, the release mechanism didn't work properly. ((B)(4) device) confirmed quantity of 01 x used device. No adverse effects to the patient were reported. Investigation findings conclude that a possible root cause could be attributed to the patient anatomy and/or the delivery path.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2026

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The release mechanism didn't work properly.